Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed fault 41 (patient temperature sensor failure) message was confirmed during archive data review but not confirmed during functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure to help prevent reoccurrence, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated fault 41, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or take-up, and the temperature sensor reading during the reported deployment was 127 degrees c. The autopulse platform passed the initial functional test without any fault or error. The fan (blower) was verified to be providing cooling for the drive train and other major heat-producing assemblies. The cable connection from the temperature sensor to the pdb was checked and confirmed to be secured. The run-in test was performed using the 95% large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The customer reported complaint could not be reproduced. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number: (B)(6).

Event description:
The autopulse platform (sn: (B)(6) displayed fault 41 (patient temperature sensor failure) message. The platform was on a technician's work desk. The platform is stored on a storage shelf in a temperature-controlled environment. No patient involvement.